Event description:
This spontaneous report (B)(4) from the united states of america was reported by a consumer (age and gender unspecified) who noticed a persistent scar and scab on their face after using the hero mighty patch original. On an unspecified date, the consumer initiated hero mighty patch original topically. After taking them off, the consumer noticed it had left a persistent scab and scar on their face and it was hard to cover with makeup. No additional information was available. The action taken with hero mighty patch original was not applicable. The outcome of the events was not recovered.

Manufacturer narrative:
Not avail.